Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion (pt: vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse®. After the treatment with radiesse®, the patient experienced a vascular occlusion. The outcome of the event was unknown.

Event description:
Follow-up information was received on 19-jul-2021: the reporter confirmed that the patient ended up going to another provider for treatment. The outcome of the event remained unchanged.